Event description:
Per the clinic, the patient experienced poor sound quality with the device. Hardware exchange and reprogramming attempts were made; however, the device was explanted (B)(6) 2022, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on (B)(6) 2022.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on june 30, 2022.